Event description:
It was reported that during the lv lead implant, the rv lead "popped back and was dislodged." The physician assumes this dislodgement caused a pericardial effusion. The patient's blood pressure is reported to have dropped and the patient died. There was no autopsy, however, the physician "doesn't think that our products were the cause of death." The cause of death was reported to be the pericardial effusion and considered to be procedure related.

Manufacturer narrative:
.

Manufacturer narrative:
Evaluation summary: baxter received one used set with no cap on the spike and no cap on the patient connector (no titanium adapter returned) in the lab in reference to cracked/broken. Set was visually inspected and noted that the spike was broken completely off at base of spike. No other visual defects were noted. The reported condition was confirmed in the lab for broken. The root cause was undetermined.

Event description:
A nurse reported to a baxter sales representative that the spike was broken while connecting to the solution bag. The set had been used for 180 days. There was no patient injury or medical intervention. The actual sample is available for evaluation.